Event description:
It was reported that a high glucose alert recorded at 592 mg/dl occurred on an ilet pump, and the caller requested guidance while a caregiver was not with the patient; the mother was advised on troubleshooting steps and to obtain a confirmatory fingerstick blood glucose, with a plan for the father to call back with the reading. Customer care provided support that included review of use. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device malfunction was identified based on the information provided. No clinical symptoms associated with hyperglycemia reported. Outcomes included counseling and troubleshooting education. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.